Event description:
Pt admitted with small bowel obstruction (sbo) in 2007. He underwent surgery for release of the sbo the next day. Postoperatively , he experienced respiratory insufficiency, cardiac arrhythmia and renal insufficiency. His code status was: all but CPR, no defibrillation/no intubation per the instructions of his legal power of attorney. His prognosis was considered poor. Three days later at 0010 hours, he arrested. Extraordinary measures were withheld in compliance with the code status and he was pronounced. Because he was reaching for and pulling at tubes, drains, and IV's, soft wrist restraints were initiated three days earlier at 2330 hrs. The wrist restraints were still in place at the time of his death.